Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when patient presented in the clinic, a systemic infection was observed on the device and leads. Patient was asymptomatic from the infection. Physician does not suspect infection is due to any procedure. No pocket infection or erosion was observed. Device was explanted. An external pacemaker is being used. No plan has been made implant a new system. Patient was stable.

Manufacturer narrative:
¿Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.¿

Manufacturer narrative:
¿Correction: upon further investigation the complaint is now reportable."

Manufacturer narrative:
Analysis was normal. No anomalies were found.